Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, while checking the cuff a pin hole was found on the cuff which leaked air. The customer reported that there was no patient involvement.